Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign objects on the forceps elevator, knob wire, adhesive on bending section cover, and bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
Correction to d9 of the initial report. See d9 for more details. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the forceps elevator, the knob wire, the adhesive on the bending section cover, and the bending section cover, but the type of the material or definitive root cause cannot be determined. The foreign material possibly remained in the device since the handling of the device (reprocessing) of the device by the customer deviated from the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor the field performance of this device.